Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen intermittently became unresponsive and displayed a black screen. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided, and customer declined follow up from tandem technical support.